Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the second and third firing the device wouldn't close then the clip scissored. Another like device was used to complete the procedure. There were no adverse consequences for the patient.